Manufacturer narrative:
Pump received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window

Event description:
The customer reported via phone call that they had high blood glucose of 368 mg/dl and would like to troubleshoot pump to see if there is an issue. The customer also indicated that a button error was received. Troubleshooting found that drive support cap, basal settings, and time and date programming were normal and functioning fine. The customer was advised to change entire set, insulin and reservoir. Customer wanted to perform a high pressure test but did not have a clamp. He will call back when clamp received to perform the test. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.